Event description:
The customer reported that their central nurse's station (cns) is not producing any sound. They have unplugged and reconnected the audio cable, but the problem persisted. No reports of missed alarms. No harm or injury was reported.

Manufacturer narrative:
Complaint details: customer reported that their cns is not producing any sound. The customer had checked their cable connections and had reconnected their audio cable, however the issue persisted. Customer identified that the wrong audio output was selected on the cns. After the correct audio output was selected, the issue was resolved. Investigation summary; during troubleshooting, it was identified that the audio output for the cns was incorrectly set. After the audio output was corrected to speakers, the issue was resolved. The root cause of the issue is incorrect device settings. The administrator's guide for cns-6801a provides instructions in changing the sound settings of the device and setting speakers as the default audio output. Since the issue related to incorrect settings, no corrective actions would be required at this time. If the customer had selected the correct audio output, the issue would have not occurred. The following fields are not applicable (na) to this report: b2 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following field(s) contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 b6 b7 d10 e1 email address attempt # 1: 06/14/2021 called customer via the provided telephone number for all items under the no information section. No answer nor a call back was received. Attempt # 2: 06/21/2021 called customer via the provided telephone number for all items under the no information section. No answer nor a call back was received. Attempt # 3: 06/28/2021 called customer via the provided telephone number for all items under the no information section. No answer nor a call back was received. Additional information: b4 g3 g6 h2 h6 h10

Event description:
The customer reported that their central nurse's station (cns) is not producing any sound. They have unplugged and reconnected the audio cable, but the problem persisted. No reports of missed alarms. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is not producing any sound. They have unplugged and reconnected the audio cable, but the problem persisted. No reports of missed alarms. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.